Manufacturer narrative:
Attempts are being made to obtain more detailed info from the reporter. A supplemental report will be submitted when more info becomes available. Results: visual and microscopic examination confirmed that the catheter and yellow strain relief are separated from the hub/bushing assembly. The strain relief was removed and confirmed the catheter tubing was bunched within the strain relief. No evidence of damage to the metal bushing. Microscopic examination of the catheter shows no evidence of damage to the catheter tubing that would have caused it to dislodge from the metal bushing. The stylet wire was kinked in three places along the length. Conclusion: the quality engineer was unable to conclusively identify the cause of the incident. The damage within the strain relief may have been caused by force to the catheter during the stylet removal ad evidenced in other incidents of this type. Stress to the catheter may have contributed to the dislodging of the catheter tubing from the metal bushing/hub assembly. The user is advised that excessive force would not be used when removing the stylet from the catheter following insertion. A corrective action for difficult stylet removal was recently completed. As the lot number reported was built after the completion of the corrective action, the engineer is reevaluating difficult to remove stylets. (B)(4). Date submitted: 09/23/2004.

Event description:
The introducer was difficult to withdraw following insertion, resulting in it disconnecting from the hub of catheter near the strain relief. The catheter was immediately removed from the pt.